Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was "loose" when plugged into the usb port of the pump, and it was difficult for the customer to charge the pump. Reportedly, the customer was able to successfully charge the pump with an alternate usb cable. There was no reported impact to customer's blood glucose level.